Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) was remaining on for 2 minutes without ac power. Replaced mvs uninterruptible power supply (ups) cartridge. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information that the image acquisition system (ias) system is not holding a charge even when it's plugged in when stored. There was no patient present when this issue was identified.